Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The facility representative reported an ipump with a condition of "can not read screen." The process step is unknown. It is unknown if there was any patient involvement according to the hospital representative. There were no reports of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. Pump in which the screen could not be read was confirmed during product evaluation. The assignable cause was determined to be a depleted battery. The 9 volt battery was replaced to fix the reported condition.